Manufacturer narrative:
A partial lead with the connector portion measuring 17.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08778; related manufacturer reference number: 2017865-2019-08780. It was reported that the patient was deceased. It was noted that the patient presented in the emergency room and was transferred to the intensive care unit prior to their death. There is no allegation from a healthcare professional that the death was device related. The cause of death was due to cardiopulmonary arrest and acute myocardial infarction.